Event description:
A pantera pro coronary dilatation catheter was chosen for treatment. During deflation the device got stuck on the guide wire and could not be withdrawn. Finally the device was removed together with the guide wire.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that inflation lumen of the pantera pro is occluded at the guidewire exit port. Functional testing was unsuccessful. The balloon could not be inflated. Microscopic inspection showed that the dimensions of the guidewire exit port welding are not adequate which impedes inflation of the balloon. To prevent recurrence the respective internal departments were informed about this case and we are reviewing our quality systems processes.